Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a power source alert and a shutdown of the pump. The issue had already been resolved before contact with technical support, and the pump shutdown did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer changed the charging supplies to resolve the issue and was informed by technical support that certain settings would reset and needed monitoring. The customer understood and acknowledged the advice given.